Event description:
It was reported that during a gastric bypass procedure, staples did not form completely on the first firing. Opened a second like device and it would not fire after the 2nd reload. It was not noted how the case was completed. There was no pt consequence.